Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No numbers ramping up noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched lcd window, cracked belt clip slot at battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that he removed the battery and received a battery out limit alarm. Customer stated the batteries were out of pump greater than duration allowed. He also stated he tried to program the time and date and the buttons were not working. The numbers on the screen were ramping on their own. Customer has reverted to manual insulin injections since the incident. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.